Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information: patient information not provided/unknown. Date of event: event date not provided/unknown. Brand name: device brand name unknown. Procode: device product code unknown. Catalog #, lot #: device catalog number and lot number not provided/unknown. Reporter: reporter's email and phone number not provided/unknown. Device evaluated by MFR: device not returned.

Event description:
It was reported that an unknown zimmer implant lost integration and relocated into the sinus. Additional procedure required for the removal of the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.